Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the vns patient underwent generator replacement surgery on (B)(6) 2013 due to battery depletion. The explanted generator was returned to the manufacturer for analysis. An end-of-service warning message was verified and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The battery shows an neos condition. A comprehensive automated electrical evaluation showed that the pulse generator is not operating according to functional specifications. The pulse generator unit failed the feed-thru capacitor test. The most probable root cause for the backup capacitor test was identified to be an open capacitor, which manipulation of the feed-thru wires may have been a contributing factor. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. Other than the noted error, there were no performance or any other type of adverse conditions found with the pulse generator.